Event description:
It was reported that during a low anterior resection, the instrument would not cut or staple. The case was completed with a like device. There was no patient consequence. A reload was also used.